Manufacturer narrative:
Implant regio 34 fractured. Construction was a removable lower jaw prosthesis on 4 implants with locators. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant. Report was re-submitted because the submission protocol identified an error during submission.

Event description:
Implant fracture.